Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst commented that the helix extends and retracts within specification.

Event description:
It was reported that during the implant procedure the helix of the right atrial (ra) lead was not able to be extended. Several attempts were made with more than thirty rotations. The physician felt significant pressure build up in the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.